Manufacturer narrative:
The controller board was replaced and unit is running according to the specifications. The root cause for the event is unknown.

Event description:
While a field service engineer (fse) from beckman coulter inc. (Bci) was performing a service operation on coulter tq-prep workstation, smoke came up from the controller board. The problem was detected immediately and power was removed from the unit. Lab coat and gloves were worn while working on the unit. The customer did not report flames, arching or shock. A fire extinguisher was not used nor was the fire department called. The instrument was not operational, and therefore, no erroneous results were generated or reported outside of the laboratory. There was no death, injury, or change to patient treatment.